Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va12t3d, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va12t3d, ubd: 17-dec-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jan-31 (B)(4) (rep, hcp, con): information was received from a healthcare professional and consumer via manufacture representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported patient was a diabetic and reported having a fall 6 months ago unrelated to their interstim but because their sugar was low. For the next 3 months patient noticed a small change in stimulation but the following 3 months the stimulation became comfortable. An impedance check on the lead was fine, but the decision was made to revise the lead based on the uncomfortable stim. The surgeon opened the pocket to detach the battery and there was 3cc of pus removed from the pocket. Surgeon felt like the infection was contained to the pocket. The battery and pocket was cleaned with irrisept and the surgeon made the decision to re-implant the battery. Thus far there has been no report of additional problems and the patient was doing well. No further complications were reported or anticipated.